Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/65 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: the outcomes of physiological ventricular rhythm resetting with av node ablation and left bundle branch pacing in patients with af-induced cardiomyopathy: a prospective cohort study. The american journal of cardiology. 2025. 248:42-49. Doi: 10.1016/j.amjcard.2025.03.044 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the outcomes of physiological ventricular rhythm resetting with atrioventricular (av) node ablation and left bundle branch pacing (lbbp) in patients with atrial fibrillation (af)-induced cardiomyopathy. The authors described one patient who experienced an injury to the tricuspid valve leaflet during the procedure, which resulted in tricuspid valve prolapse and severe insufficiency. The patient was managed with oral diuretics, and no symptom of systemic congestion was observed during follow-up. There were other patients who were hospitalized for heart failure and those with worsening heart failure. There was one failed lbbp implant attempt. The reason for the failed attempt was unknown. The status of the leads is unknown. No additional adverse patient effects or product performance issues were reported.